Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05407. It was reported the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision on 12 sep 2022. The patient had two drg leads that had migrated. The migration was confirmed on x-ray. During the revision, both leads were replaced. The ipg was electively replaced. There were no complications and therapy was restored. Based on the information received, the cause of the reported incident could not be conclusively determined.